Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through a complaint history review, however, the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the teeth had fractured off the tibial broach. The device was not used for many patients and was reported to still be fairly new. Attempts have been made for additional information, however, no additional information is available at this time.